Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located below the knee and was moderately tortuous and severely calcified. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during the first inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post-procedure.